Event description:
A distributor reported that during a surgery the screen of the cusa clarity console (c7000) turns off and sometimes the power cuts. After a period of normal operation, the device starts to exhibit the same symptoms. There were no abnormalities noted during the test and the device operated normally in the hospital for around 2 months. It is suspected that some external factors are taking place in the or and which are causing this phenomenon. There was no patient death, but the surgeon was not satisfied with the surgery outcome and encountered severe bleeding. Additionally, the surgery was completed with manual excision of tumor with standard surgical instruments and there was increased surgical time in excess of 30 minutes. Additional information received: "we attempted to start the device twice and on two different days without success. On the second attempt, we even moved the console out of the operating room floor to make sure it is not subject to the same potential interference or potentially unidentified magnetic field since this is still a complete mystery. In both attempts, the device could not start. Kindly let me know what we can do knowing that the device was sent to you and was very thoroughly tested and the problem did not appear during the testing."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received on 9 december 2024 as follows: there was no major consequences to the patient. Bleeding was controlled with hemostatic agents.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit was unable to confirm the reported issue. The customer's console was returned with the foot pedal and handpiece. The unit was tested with both customer accessories and integra's test equipment and under various conditions. The unit works perfectly, and no fault was found as stated by the customer. Root cause - the complaint is unconfirmed, and the device meet specifications. The device was returned and thoroughly tested, and it successfully passed all evaluations and was found to be operating within the specified parameters. With regard to the reported issue ¿screen turning off and sometimes power cuts¿ a video sent by the customer was reviewed, with the recording demonstrating the problem. Based on this review, it appears the issue may be related to the use of a portable power pack, which is visible in the video. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.